Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm without the low battery alarm. Customer¿s blood glucose level was unknown. Customer reported that this was the second occurrence of replace battery alarm without the low battery alarm. Customer reported that they had blood at the site. Customer stated that they were out of auto mode as the button were stuck. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self test. Device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board 1. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.